Manufacturer narrative:
(B)(4). The device was returned. Visual inspections were performed. The reported separation and filter damage caused by the retrieval catheter was confirmed. It may be possible that the unknown stent delivery system interacted with the filter causing damage to the filters support structure. With the filters support structure damaged, the filter would not be able to collapse into the retrieval catheter. Attempting to collapse the filter into the retrieval catheter against resistance may have caused the support structure to separate from the proximal end sleeve. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a left carotid internal artery. The 5.5mm x 190mm rx accunet 3-in-1 embolic protection system (eps) filter was successfully deployed. An unknown stent was implanted. However, upon delivering the retrieval catheter to retrieve the filter; the retrieval catheter sheared the guidewire dislodging the filter from the guide wire. The guide wire was removed, the filter was now located near the implanted stent that had been implanted in the carotid artery. The stent had to be removed for the grasper device to successfully retrieve the filter; and an unspecified stent was implanted. The procedure was prolonged by hours to successfully retrieve the filter. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.